Event description:
It was reported that the patient presented during implant procedure. The right ventricular lead was not implanted due to tricuspid valve regurgitation. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to patient regurgitation. As received, a complete lead was returned for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.